Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty el display cable.

Event description:
Complainant alleged that during biomed testing the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.